Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was found to have dislodged and it was confirmed the lead had lost some of the slack. At the time of the revision, the ra lead was also repositioned. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. On (B)(6) 2016, both leads were found to be dislodged again and revised.